Event description:
It was reported that one month after a device replacement procedure the patient developed a systemic infection. The implantable cardioverter defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 419388 lead: (B)(6) 2005. A 407652 lead: (B)(6) 2005. Dtba1d4 ICD: (B)(6) 2014. (B)(4).